Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. Visual inspection with the naked eye was performed and no issues were noted. The spike and the flow control barrel were twisted by hand to check for solvent bonding with no issues. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. Connection and disconnection testing was performed on the returned transfer set using an in lab disconnect cap and in lab molded port/green cap with no issues. The disconnected cap was fully seated and tightened. The reported condition could not be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, h1 and h11. There were no reports of device leakage or other evidence of a breach in the sterile fluid pathway. The device passed functional testing and leak testing, indicating that there was no breach of the sterile fluid path. Based on additional information received, the titanium transfer set was determined not to be a factor in the reported peritonitis event. The cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a lose connection between a titanium transfer set and an enterprise tsunagu set cap kit. Subsequently, the patient experienced peritonitis. The cause of the loose connection was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.